Event description:
This spontaneous case was reported by an obstetrician and describes the occurrence of device breakage ("he must not had any of the outer coil and when he pulled it out, it came apart") and embedded device ("it must have gotten caught on her lining of her uterus or maybe on her cervix") in a female patient who had essure (batch no. He012zt) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "the inner coil came unwound (stretched out) and the thread came undone / he decides to take out the device on the right side that he put in." On (B)(6) 2018. On (B)(6) 2018, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant) and complication of device insertion ("he got the rest of the of it so everything was removed / went to place in her left side and he couldn¿t get it in."). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device breakage and embedded device with essure. The reporter commented: the physician placed a device in her right side. There were 6 coils extending and the perfect placement. But he then went to place in her left side and he couldn¿t get it in. He decided to take out the device on the right side that he put in. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by an obstetrician and describes the occurrence of device breakage ("he must not had any of the outer coil and when he pulled it out, it came apart") and embedded device ("it must have gotten caught on her lining of her uterus or maybe on her cervix") in a female patient who had essure (batch no. He012zt) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "the inner coil came unwound (stretched out) and the thread came undone / he decides to take out the device on the right side that he put in." On (B)(6) 2018. On (B)(6) 2018, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant) and complication of device insertion ("he got the rest of the of it so everything was removed / went to place in her left side and he couldn¿t get it in."). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device breakage and embedded device with essure. The reporter commented: the physician placed a device in her right side. There were 6 coils extending and the perfect placement. But he then went to place in her left side and he couldn¿t get it in. He he decided to take out the device on the right side that he put in. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by an obstetrician and describes the occurrence of device breakage ("he must not had any of the outer coil and when he pulled it out, it came apart") and embedded device ("it must have gotten caught on her lining of her uterus or maybe on her cervix") in a female patient who had essure (batch no. He012zt) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "the inner coil came unwound (stretched out) and the thread came undone / he decides to take out the device on the right side that he put in." On 1-mar-2018. On (B)(6) 2018, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant) and complication of device insertion ("he got the rest of the of it so everything was removed / went to place in her left side and he couldn¿t get it in."). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device breakage and embedded device with essure. The reporter commented: the physician placed a device in her right side. There were 6 coils extending and the perfect placement. But he then went to place in her left side and he couldn¿t get it in. He decided to take out the device on the right side that he put in. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-may-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.